Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 700 mg/dl and insulin pump was not working. Customer's current blood glucose is 190 mg/dl. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. Insulin pump was not giving bolus. The insulin pump will be returned for analysis.